Event description:
Pt had 350 cc siltex contour profile high saline implant placed on (B)(6) 2005, to cancer reconstructed breast. Implant has deflated. Implant to be replaced surgically on (B)(6) 2012.